Event description:
It was reported that a malfunction alarm occurred after the customer performed a bolus, and the malfunction code displayed was malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which they acknowledged and understood.